Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number for clog. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that there was no insulin flow with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "material no: 320122, batch no: unknown. It was reported no insulin flow during injection. Verbatim: consumer reported no insulin flow during injection. Does not prime before use. Stated she did not know she needed to prime. Discarded samples. Lot: unknown, item: 320122, expiration date and occurrence date unknown."